Event description:
It was reported that the patient presented to the hospital for a scheduled device upgrade procedure on (B)(6) 2022. After device implantation and during interrogation, it was noted that the implantable cardioverter defibrillator (ICD) was exhibiting crosstalk on the ventricular channel. The patient did not experience any symptoms. The ICD was interrogated again in the clinic and did not show any crosstalk. The physician performed programming changes to the device. The patient was in stable condition throughout.